Event description:
The following description of the event was reported to cardinal health by the rental company via an e-mail. '[Name removed], evidently in 2008 this unit "malfunctioned on a patient", per the facility but at the time, they did not want to speak to tech support. A replacement was sent but afterwards they cancelled the pick up of the malfunctioning unit, come to find out it was because they wanted to conduct their own "investigation" of this unit. Customer called today 2008, for pickup and requested our "service report" so they may compare with their findings and "use for the patients file". I already alerted hr to call you when they receive this unit so we make sure we "cover" procedures correctly and obtain a report for the customer. Please let me know any findings, information or whatever else you would like me to do to assist with this." The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. "I contacted [name removed] (director of respiratory) to discuss incident. She reports that the incident happened on the night shift (2008). She explains that she was told that the rt was alerted to the room by a family member. They reported that the vent made a "noise" and then stopped suddenly. The vent restarted by itself and continued like nothing happened. The rt evaluated the vent and didn't notice anything visibly wrong. She did, however, noticed a burning smell so decided to replace the vent. No patient compromise. I explained to her that if the 3100b vent encounters a power interruption or if the driver stops, a manual intervention would be required to get it started running again. I explained that this "scenario" could not occur. She understood. She stated that this is what was presented to her. I then asked her if the rt noticed any alarm conditions (oscillator stopped light). She said that she didn't know. I will follow up with hill-rom." The following additional information concerning the event was copied from a fax received from the user facility, in response to a letter sent by cardinal health seeking additional information. "Family member of patient reported the vent made a noise and then stopped to then restart by itself. Rt called in. Rt did not see anything visibly wrong but noticed burn smell so vent was removed from patient."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative and a written response from the user facility to a letter sent by cardinal health seeking additional information. The following information concerning the evaluation of the device is a summary of the information documented by the cardinal health tech support specialist in response in a phone conversation with a (third party service company) rep and spi test data sheet submitted to cardinal health by (third party service company). The (third party service company) service tech evaluated the unit and was unable to reproduce the reported failure of device stopping and restarting by itself with a burning smell. Thus no root cause was determined. The (third party service company) service tech ran the device through a complete calibration and checkout (spi) to ensure that it meets all factory specifications. Upon completion, the device was returned to the rental pool ready to be placed back into rental service.